Event description:
It was reported that (3) devices were used during a general surgery. It was reported by the affiliate that both the (2) mcl20 instruments and the (1) tim20 clips did not form correctly. Another instrument was used to complete the case. There was no consequence to the patient.